Event description:
In 1999, pt rec'd a dura-guard dural repair patch to cover a glaucoma drainage tube during glaucoma surgery (off-label use). On 01/17/2000, the pt presented with failure of conjunctiva to adhere to the dura-gaurd patch, with conjunctival retraction. No explant.